Event description:
It was reported that a pump has a constant downstream occlusion alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Incoming evaluation found the downstream sensor current reading and the downstream pressure plate gap were out of specification and were reworked. Downstream occlusion tests were performed with unit passing.